Event description:
Affiliate reports that the shunt was implanted in 2004-setting 12cm. Setting was changed to 10cm 2 in 2004. Setting was changed to 8cm in 2004. Setting was changed to 9cm december 2004. Setting was changed to 11cm in 2005. Setting was changed to 12cm. Setting was changed 12-14cm (was successful on the third trial) in the 2005. Three trials were done on two different programmers but the setting could not be changed. The shunt was revised.